Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five pen ndl 32ga 4mm 100 bx 1200 ca experienced an inability to deliver insulin during injection. The following information was provided by the customer: material no: 320144, batch no: 8157552. It was reported: that the consumer found 5 pen needles from this box clog with flow. Verbatim: item # 320144 lot # 8157552 exp 2023 -06-06 found 5 pen needles from this box clog with flow check humalog user.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that five pen ndl 32ga 4mm 100 bx 1200 ca experienced an inability to deliver insulin during injection. The following information was provided by the customer: material no: 320144; batch no: 8157552. It was reported: that the consumer found 5 pen needles from this box clog with flow. Item # 320144 lot # 8157552 exp 2023 -06-06 found 5 pen needles from this box clog with flow. Check humalog user.